Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-30 that has a similar product distributed in the us, list number 07p51-21 / 31. The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 45628ud00 did not show any non-conformances, or deviations associated with the complaint issue. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for lot 45628ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 45628ud00. Additionally, accuracy of the alinity I total ss-hcg assay has been evaluated with a retained in-house kit of the same lot number 45628ud00 and met all specifications, confirming that this lot is meeting the alinity I total ss-hcg product requirements. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg for lot number 45628ud00 was identified.

Event description:
The customer observed a false positive alinity I total hcg result for a patient sample. The following data was provided (customer¿s reference range <3 iu/l is negative): sample ID (B)(6) initial result = 135.31 (positive). The patient was redrawn. The new sample generated a negative result. The original sample was repeated generating a result = <2.3 (negative). No impact to patient management was reported.